Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom door jammed was confirmed and reproduced. It was caused by a loose link screw. The screw was adjusted during eval with the door performing as expected. As a result, the screws were replaced. See scanned page.

Event description:
It was reported that a pump was alarming for a door jammed message. There was no pt injury.